Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitor voltage of 2.65 volts with an 11.3 second charge time. No adverse patient effects were reported. This crt-d has been removed from service with a reason of normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.